Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the customer was able to continue using the device without further issues. The caller was advised to reach out again if the malfunction code recurred, and they acknowledged the instructions.